Event description:
Customer reports an antibiotic (zosyn) ivpb was set as a secondary infusion at 25 ml/hr. When the nurse checked the infusion 20-30 minutes later, the secondary infusion had finished and the pump had already switched back to the primary line (normal saline) at 50 ml/hr. No report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). The customer's report of zosyn infusing too quickly was confirmed. The event details as provided by the customer state that the secondary infusion of zosyn was programed to infuse at 25 ml/hr, however, the pcu event log shows that the secondary infusion was programmed to infuse at 200 ml/hr. The pcu event log shows that pump module sn (B)(4) was selected and programmed at 11:00 am on (B)(6) 2014. The user programmed a basic primary infusion to infuse at 50 ml/hr with a vtbi of 20 ml. The user then programmed a secondary infusion of piperacillin/tazo 4.5 gram/100 ml through guardrails. The rate was 200 ml/hr with a vtbi of 100 ml to infuse over 30 minutes. The secondary infusion completed at 11:31 am and the pump transitions to the primary infusion. At 11:55 am, the user changes the vtbi of the primary infusion to 100 ml. At 1:06 pm, the user accesses the volume infused and selects clear all. The device is then channeled off and the system is shutdown. From the time the device was programmed at 11:00 am until the system was shutdown at 1:06 pm, the primary volume infused was 79.063 ml and the secondary volume infused was 100.055 ml. Functional testing of the returned pump module found the device to be delivering fluid within specification. The root cause of the customer's report of zosyn infusing too quickly was identified as user programming.